Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported inadequate pain relief following implant procedure. Troubleshooting was performed but unsuccessful. An x-ray was performed, which revealed the leads had migrated. The evoke scs system was explanted.

Manufacturer narrative:
Additional information: section d4 expiration date and unique identifier (UDI). Section g3 date received by manufacturer. Section h4 device manufacture date. Section h6 evaluation codes. The explanted evoke spinal cord stimulation (scs) system was not returned to saluda. The root cause of the inadequate pain relief cannot be conclusively determined. Following permanent implant, the patient reported a reduction in pain relief when compared to their trial. This was prior to identifying the lead migration. Inadequate pain relief following system implantation which may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in evoke scs system surgical guide. The manufacturing records were reviewed and confirmed that the product met requirements for release with no anomalies identified.